Manufacturer narrative:
Updated fields: g3, h3, h4, h6, and h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found adapter was disconnected a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): caution - do not apply impact to the camera head. There is a risk of damage. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the adapter lock was detached, found at cleaning and disinfection at beginning of a laparoscopic procedure. The device was replaced and the intended therapeutic procedure was completed using a similar device. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the adapter lock was detached, found at cleaning and disinfection at beginning of a laparoscopic procedure. The device was replaced and the intended therapeutic procedure was completed using a similar device. There was no patient impact, no harm reported due to the event.